Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - on (B)(6) 2014 during interrogation it was noted the leads were switched to unipolar in both leads. Both leads also looked to have been crushed due to subclavian crush on x-ray. The physician felt there was pressure on the leads against the collarbone and the leads were fractured. The physician does not believe this is a lead defect. A revision was scheduled.